Event description:
Reporter stated that patient capillary sample was tested, using the suspect device, with a result of 478 mg/dl. Based on this value, patient was reportedly treated with 10u of regular insulin. One minute later, a venous sample, obtained from the same patient, was tested in the facility's lab, which reported a result of 104 mg/dl. Reporter noted that, based on the lab value, patient was given food. No adverse event was reported. Quality control testing had reportedly been performed on the suspect device and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.